Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump had alarmed compromised force sensor system. Unexpected restart and external ram crc error alarms were also noted on the device alarm history. Customer's blood glucose was 166 mg/dl. Customer only wanted to perform troubleshooting for compromised forces sensor system alarm and declined for other alarms. Customer's blood glucose was 166 mg/dl. He partially filled the tubing and insulin kept squirting out. The device was not dropped or bumped prior to the alarm occurring. The drive support cap was reported normal and doesn't recall pressing it in. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.